Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during testing an 840 ventilator generated error codes which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and disassembled the inspiratory module. Module was re-assembly and unit passed all testing and operates within the manufacturing specifications.